Manufacturer narrative:
De herdt v et al., "vagus nerve stimulation for refractory status epilepticus," european journal of paediatric neurology (2008), doi: 10.1016/j. Ejpn.2008.05.004.

Event description:
An article reported that a vns pt experienced increasing episodes of bradycardia and low blood pressure on days 3 and 4 after initial implant of the vns device. The output current was increased, and on day 4 after the implant surgery, an acute episode of asystole occurred. The output current was then decreased. The article indicated that intraoperative device testing had been without implications. It was noticed, however, that prior to the surgery, the pt had a high vagal sensitivity when aspirating or repositioning the tube. The cardiac function of the pt was already compromised by thiopenthal coma, and other sedative medication and her poor clinical condition. A combination of these factors, and vns may have enhanced the episode of asystole. Despite the occurrence of asystole, vns was never aborted. Good faith attempts to obtain additional info have been unsuccessful to date.